Event description:
Approximately two days post tavr procedure, the patient was treated for an apical pseudoaneurysm with an amplatzer closure device and two small plugs. The pseudoaneurysm was attributed to a post-operative ¿coughing fit¿ after the tavr procedure.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Pseudoaneurysm is recognized as a complication of transapical tavr. A pseudoaneurysm is a leakage of arterial blood from an artery into the surrounding tissue with a persistent communication between the originating artery and the resultant adjacent cavity. This may occur after arterial puncture for a diagnostic cardiac catheterization or an arteriogram, but is more common after an arterial intervention. Catheter-directed interventions more commonly require larger arterial sheaths to be used, and the anticoagulation or antiplatelet agents that are administered can interfere with normal sealing of the puncture site. Some pseudoaneurysms resolve themselves; however, most often, a pseudoaneurysm will require treatment. In this case, the patient experienced a ¿coughing fit¿ post tavr which reportedly contributed to the apical pseudoaneurysm. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This report is associated with report # 2015691-2014-02420.